Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2010, at 2:00 am, blood glucose was 269 mg/dl. At 8:00 am, blood glucose was 250 mg/dl. Pt ate and delivered insulin through infusion device. At 12:00pm, blood glucose was 422 mg/dl. Patient delivered add'l insulin through infusion device. Patient smelled insulin and saw the infusion set self-adhesive was wet. Patient did not know where the insulin leak came from. Pt changed infusion set, delivered insulin through infusion device, and the infusion set self-adhesive was wet again. Patient was able to get blood glucose under control by himself. Patient started using a new type of infusion set. Patient changed infusion headset every 2-3 days and infusion tubing and insulin cartridge every 4 days. Patient did not lose consciousness or require hospitalization. Infusion set was requested for eval. The patient did not require treatment from a health care professional or second party to address the issue. No add'l info was received.